Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report of incorrect cutting wire orientation. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 1:00 o'clock. The device was then bowed and the cutting wire was facing 9:00 o'clock. (Appropriate orientation is approx 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination. Twisting of the tubing, nor any deformation of the tip was observed. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined as a discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. Factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed ot carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met al mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.

Event description:
During the procedure, a cook fusion omni-tome pre-loaded sphincterotome was used. When the sphincterotome got out, the catheter was out of shape. The user said that it was a left lateral deviation on the product when the surgeon took it out of the catheter (i.e. The cutting wire orientation was to the left when exiting the accessory channel of the endoscope). Another production was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.